Manufacturer narrative:
Date of event - unknown. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4) peripheral cutting balloon registry. It was reported that in (B)(6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was in the popliteal artery. The vessel was non-tortuous and the lesion had no calcification. The lesion morphology was tight concentric stenosis. There was a comment "after thrombectomy of a femoro-popliteal prothetic bypass". The lesion was 5.5mm in diameter and 15mm long with 80% stenosis before treatment. After treatment stenosis was reported as 0%. The patient had a follow up visit in (B)(6) of 2005. The target lesion has remained patent since the procedure. Transient acute renal failure is reported as an adverse event. There was no intervention since the pcb procedure. No further details were provided. The patient had a follow up visit in (B)(6) of 2005 and in (B)(6) of 2006. The target lesion had remained patent since the procedure and there were no adverse events or interventions since the procedure.